Event description:
Customer states: end user says pump shows that it's running but it does not dispense formula.

Manufacturer narrative:
Accuracy tests were within specifications. Complaint could not be confirmed.